Event description:
It was reported that the pt's pump and catheter were replaced. A 3-4 ml pump reservoir discrepancy was reported. A dye study was performed and it was noted during surgery that there was a dark area and occlusion at the tip of the catheter. No pt injury was reported. Per the device registration system, the pump contained morphine.